Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The sample has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest balloon catheter. During the procedure, it was reported that the balloon catheter allegedly unable to deflate. It was further reported that there was an attempt to burst the balloon using the bard presto inflator, but it did not affect the balloon; however, part of the catheter burst under pressure. Balloon was intact. There was no reported patient injury.